Manufacturer narrative:
A ge service representative performed an onsite investigation and determined the hard drive software was corrupted. The hard drive was replaced and calibration files reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. There is no report of death or serious injury associated with this event.